Event description:
A customer contacted baxter's (B)(4) to report a defective compact exchange device (cxd). The home patient stated that the cxd was puncturing the solution bags when the spike was inserted into the bag port. The technical service representative (tsr) arranged for a swap of the cxd. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) was performed and passed all test requirements prior to being released.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.